Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
In april 2022, information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The pt had the ins implanted a little over 2 weeks prior. The pt was told that it would take 1 hour to charge from zero to full. When the pt went to charge for the first time on (B)(6) 2022, it took 2 hours to charge from 30% to full. Additionally, if they needed to charge the controller, it also added time, so the pt was spending 5 hours charging. It was confirmed that the pt did have excellent recharge quality when charging, and they confirmed the green light was blinking. The controller showed 100% charge, but the green light did not go to solid and kept blinking. It was reviewed with the pt that the number rounds up and 100% means the charge was anywhere between 91 and 100%. The pt did state that they always checked the screen. It was reviewed that activating the screen during recharging can contribute to longer charging times, and it was suggested to let the screen go dark and only watch the green light. It was also reviewed that 1 hour of charging information is provided in labeling, and refers to the average time it takes to recharge. It was reviewed that charging can take more than 1 hour. On the call, it was confirmed that the recharging speed was set to speed 4. When using the controller on the call and trying to press on icons, sometimes the pt had to try several times before the screen changed. It was reviewed to call back if the issue continued. On the call, the pt also got poor recharge quality and had to reposition the recharging antenna. Pt said they were not wearing a belt. They would use a pillow and let the pillow hold the recharger in place. The pt was told to see their doctor if this continues to be an issue so the device can be checked to determine if what they were experiencing was normal / expected. The pt said they were going to call the manufacturer representative (rep) and ask them to be at their appointment the following monday. No symptoms were reported. Additional information was received later on january 3, 2024. A rep reported that the patient indicated their battery had never worked right since implant, further explaining that it was taking a long time to charge. The patient had informed their physician they were having pain at the pocket site; the pt did have an injection at the pocket site in (B)(6) 2023, which helped for about two weeks, but then the soreness would continue. The pt had called to have the controller and recharger replaced multiple times in the past because they were not working, but the rep stated they did not know when they were replaced because the pt had called patient services directly at to get them replaced. The rep reported that the pt stated the controller light never stopped blinking, so the pt couldn't tell when charging was completed. This was why the pt would wake up the screen to see if charging was done. This light issue had been that way since implant. The rep did not know when the pt reported this issue. Additional information was received on 2024-jan-18. The manufacturer representative (rep) reported that the cause of the ins taking longer than expected to recharge was not determined. The cause of the pain and soreness at the ins site was not determined. And the controller and recharger not working was not determined. A pocket revision is planned but was pending insurance approval. Issue was not resolved as of january 18, 2024.

Manufacturer narrative:
Continuation of d10: product ID 3487a-33, lot# v081131, implanted: (B)(6) 2008, explanted: (B)(6) 2024, product type: lead. Product ID 3777-60, serial# (B)(6), implanted: (B)(6) 2008, explanted: (B)(6), 2024 product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on february 6, 2024. The rep reported that on (B)(6) 2024 the patient had a pocket revision due to the pain at the pocket site. The physician removed all of the old lead and extension and implanted new leads. The pt's quad lead was no longer giving them coverage for the left side, however the right side was fine. The event date of the loss of pain coverage to the left side was asked but unknown. The ins was not replaced; it was used along with the new leads. The rep reported the hospital requires all products to be sent to biomed in the hospital, so they will not be returned. The rep did not review the patient's recharge stats, but stated the pt had spoken with patient services in the past. It was not confirmed if the reported 2 hours for charging aligned with the recharge stats.

Event description:
Additional information was received on february 21, 2024. The rep confirmed that after the pocket revision, the pain at the ins site has resolved. The pt has not reported any change with respect to the reported recharging issues. No further information was provided. The rep was contacted for clarification on resolution. On (B)(6) 2024 the rep reported that the pt has not charged the battery since having the pocket revision. The rep has not spoken with the pt about any problems since the surgery. The rep has not checked the pt's recharge stats to determine if the charging time reported was expected or not. The rep has no plans to meet with the patient at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.